Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer sent e-mail stating toothbrush head seemed to be coming away from the head leaving little bits of the brush in his mouth. No injury was reported.